Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: medical records received on ad (B)(6) 2020 were reviewed on ad 01 sep 2020 by a clinician to identify patient harms/product issues. Patient received a right primary attune to treat pain secondary to end-stage degenerative joint disease. The patella was resurfaced and depuy cement x 3 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon identified and excised synovitis and arthrofibrosis. The tibial tray was loosened and debonded at the cement to implant interface and removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a competitor construct utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014 dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.